Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 199 mg/dl. Customer had switched out all the supplies and primed it again, but the alarm came back. Customer was bolusing when the motor error came up for the first time. Customer stated that she had been using the pump a lot when she was pregnant a few months ago. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.